Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had scale marking issues. The following information was provided by the initial reporter: on (B)(6) 2021, a complainant reported to amgen that ¿the syringe does not have a scale. The nplate vial could not be used.¿ the following components were returned for inspection: vial, vial adapter (sealed package), 1swfi (water for injection), 2 bd 1ml luer lock disposable syringes, 2 safety needles (1 in sealed package) and 4 alcohol swabs (sealed package). On one of the bd 1 ml luer lock disposable syringes, the graduation marks were correctly printed and legible. The text ¿single use only¿ was smeared and some letters were missing. All prints on the other bd 1 ml luer lock disposable syringe, including the graduation marks, were missing. Traces of black ink could be found on the outside of this syringe barrel. The vial was intact and contained a white lyophilized cake. The metal seal was intact and correctly crimped. The dark blue flip off cap was intact and attached. The primary label was present, intact and readable.